Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and a new ra lead of the same model was placed. This lead was returned. No additional adverse patient effects were reported.